Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70 serial #: (B)(4) description: st linear lead 70cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No further information can be obtained by bsn.